Manufacturer narrative:
Concomitant medical products: product ID: 37602, product type: implantable neurostimulator. Product ID: 37603, product type: implantable neurostimulator. Product ID: 3387-40, lot#: j0230952v, product type: lead. Product ID: 748251, lot#: nhu001849v, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: extension. Product ID: 748251, lot#: nhu001849v, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot#: (B)(4), ubd: 31-oct-2006, UDI#: (B)(4); product ID: 748251, serial/lot#: (B)(4), ubd: 30-dec-2006.

Event description:
It was reported that while replacing the right 37602 implantable neurostimulator (ins) a short was found on the second contact from the bottom. The doctor (md) placed a new 37602 (ins) to try to resolve the issue but the short was still occurring. A new 37603 ins was placed and when impedances were checked there was an open on the zero electrode with monopolar pairs and all bipolar pairs. The md indicated that the 0 contact on the lead was loose and he was able to move it around and could see it jiggle back and forth. The md said that he was not able to get the lead to fully seat in the extension. The md noticed the extension had a bent connector so they replaced it with a 37086 extension. The caller indicated that the primary contact for therapy was electrode 1 so they were going to try to program the patient and see how the patient responded post-op. No symptoms or further complications were reported/anticipated.